Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to connect a catheter to the connector is inconclusive due to the state of the returned sample. One 4 fr single lumen groshong nxt clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed some use residue on the returned sample. A small split was observed in the catheter near the proximal end of the catheter, which was positioned on the metal cannula of the flushing hub about 2 mm distal to the white plastic of the hub. No other components were returned with the catheter. A microscopic observation revealed the split was curved with a jagged, overlapping pattern on one side of the fracture surface. The fracture surface was observed to be granular in texture with some whitening of the catheter material at the corners of the split. And additional, smaller split was observed in the catheter about 1 mm distal to the larger split. An indentation was observed in the catheter material leading up to this smaller split and the split surface was observed to be mostly flat and granular in texture. The damage observed in the returned catheter may have been caused by manipulation of the catheter on the metal cannula of the flushing hub or possibly due to contact with a hard surface or instrument. However, the complaint of the inability to connect the catheter to the connector could not be confirmed because no connector was returned with the catheter sample. Therefore, the complaint of the inability to connect the catheter to the connector is inconclusive at this time. A lot history review (lhr) of redx1339 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tube did not fix with the catheter. Customer change a new one. (B)(6) 2021: returned sample was found to be split.